Manufacturer narrative:
The customer did not report any other issues after the service. The cause of the event could not be determined based on the provided information. The investigation did not identify a product problem.

Manufacturer narrative:
The electrode serial number and the expiration date were not provided. The field service engineer (fse) inspected the analyzer and did not find any issues. The investigation is ongoing.

Event description:
The initial reporter received a questionable sodium electrode result from one patient sample tested on the cobas 4000 c311 stand alone system. The initial result from the analyzer was 182 mmol/l. The repeat result from a blood gas analyzer was 148 mmol/l. The repeat result from the analyzer was 147 mmol/l. The initial result was not reported outside the laboratory, as it was deemed extremely unusual and did not align with the patient's result history.